Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image). After further review, there are signs of previous liquid presence along the bottom of electrical board and on the bottom of the motor end cap. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer stated they were received open book image on screen and belt clip got broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.